Event description:
The end user was preparing to be discharging from the hospital and sat down in the seat of the transport chair. It tipped backwards and he fell, hitting his head. He was readmitted for physical therapy.

Manufacturer narrative:
As the end user was preparing to be discharged from the hospital, he sat down on the seat of the transport chair. The chair tipped backwards and he hit his head. No fractures resulted, but the son though he may have suffered a concussion. He was sent home but readmitted to the hospital the following day for physical therapy. At the time of the incident, the brakes were apparently locked in place, but there was no one standing behind the chair while the end user sat down. It is not known if the end user eased himself into the chair or if he sat down abruptly, exerting excessive force to the back of the chair. The family would not return the device for eval and did not send any photos. We have no info suggesting that any mfg defect was present.